Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips service engineer was dispatched to the customer site for this issue. The philips service engineer evaluated and determined the proportional (or active exhalation control module [aecm]) and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips service engineer replaced the device's proportional and 3-way solenoid valve to address this issue. After the parts were replaced on the device, the philips service engineer performed the final test on the device. The device passed all tests, and the device was found to be operational.